Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2023 for MRI of the brain (non-device related). There are no plans to re-implant the patient with a new device as of the date of this report.